Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of a patient's cycler after ending their pd treatment. There were no alarms or warnings prior to or after the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was in the hospital for pneumonia when the reported fluid leak event occurred. The nurse stated that the fluid leak occurred with a liberty cycler provided by the hospital (serial number not provided). The pdrn confirmed that the hospitalization was not related to pd therapy or fresenius products. The nurse stated that the patient was not in active treatment when they went to the hospital. The nurse stated that the cycler remained with the patient for continued use.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of a patient's cycler after ending their pd treatment. There were no alarms or warnings prior to or after the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was in the hospital for pneumonia when the reported fluid leak event occurred. The nurse stated that the fluid leak occurred with a liberty cycler provided by the hospital (serial number not provided). The pdrn confirmed that the hospitalization was not related to pd therapy or fresenius products. The nurse stated that the patient was not in active treatment when they went to the hospital. The nurse stated that the cycler remained with the patient for continued use.

Manufacturer narrative:
Correction to g4.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of a patient's cycler after ending their pd treatment. There were no alarms or warnings prior to or after the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was in the hospital for pneumonia when the reported fluid leak event occurred. The nurse stated that the fluid leak occurred with a liberty cycler provided by the hospital (serial number not provided). The pdrn confirmed that the hospitalization was not related to pd therapy or fresenius products. The nurse stated that the patient was not in active treatment when they went to the hospital. The nurse stated that the cycler remained with the patient for continued use.